Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an itchy irritation. The patient's doctor prescribed a cream and pills for the rash and the patient began leaving the device off for longer periods of time to let her skin breathe. The patient reported that the irritation was about the same during follow-up.